Manufacturer narrative:
The subject maj-1462 was returned to olympus. Olympus investigated the following items for the subject maj-1462, but the phenomenon could not be reproduced. Olympus observed the image displayed on the monitor when the spare(B)(4) were connected to the subject maj-1462, but there was no abnormality found. Then, vibration was applied to the connector and the connecting part, there was no abnormality found. Olympus observed the image displayed on the monitor when the spare psd-60 was connected and outputted high-frequency (auto:200w , forced:120w) in addition to the above connection, but there was no abnormality found. Olympus observed the image displayed on the monitor when the spare psd-60 was outputted high-frequency (auto:200w , forced:120w) with twisted the each cables , but there was no abnormality found. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the endoscopic mucosal resection of the colon with the subject hdtv/sdtv monitor cable maj-1462 connecting the evis lucera video system center olympus cv-260sl and ej-mla26 (made from (B)(4)), when the user activated the high frequency output , the noise occurred to the image of the monitor. The user completed the subject procedure, but the day after the procedure the patient complained of abdominal pain, so the user inspected and there was perforation in the colon. The user built the digestive stoma in the patient. The local staff checked with the nurse at the facility, the phenomenon was reproduced. When the user replaced the subject maj-1426 to another unspecific monitor cable, the phenomenon was not reproduced. After the user changed the monitor cable, the phenomenon has not occurred. There was a report from user that a field of view could not be secured due to the noise of the image of the monitor and a perforation of the large intestine occurred. There was a report from the user that because the patient was a dialysis patient, there was a possibility that the enteric organization of the patient was weak. There was a report from the facility that the patient died on (B)(6) 2017.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
On (B)(6) 2017, olympus tried to reproduce the reported phenomenon at the subject facility in such condition as the same device and the same layout when the phenomenon occurred. Though the phenomenon occurred showing the whole monitor screen move sideways for a second (around 0.5 sec.), olympus could not confirm the facility's reported event of "image noise to the extent that the field of views cannot be secured". Olympus confirmed that the subject facility uses other monitors than the recommended combination. In the instruction manual of cv-260sl (video system center), the following is described about the instrument compatibility. -if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations. Olympus confirmed that the subject facility wired the subject maj-1462 near psd-60 (electro surgical unit). In the instruction manual of psd-60 (electro surgical unit), the following is described about the handling of instrument. -keep the electrosurgical unit and ancillary cords (bipolar cord, active cord, patient plate cord, s-cord) as far away as possible from other electromedical equipment and cords. If placed too close, high frequency signals or spark discharge noise from the electrosurgical unit may interfere with the operation of other equipment. Based on the evaluation results so far, there was no abnormality found with the subject maj-1462. Omsc confirmed that any similar events did not occur in the past. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.